Event description:
Follow-up revealed an sjm representative met with the patient for postoperative reprogramming and the patient's issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21033. It was reported the patient experienced auto-reduction on his stimulation programs. Diagnostics indicated high/invalid impedances on the right lead. Re-programming was unsuccessful as partial coverage was obtained via the left lead. Subsequently, the patient underwent surgical intervention to explant and replace both leads. Per the physician, the right lead appeared fractured just past the anchor. The physician electively replaced the left lead. Additionally, the two anchors were preventatively buried deeper as they appeared superficial to the skin.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21033.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21033.

Manufacturer narrative:
Results: the complaint was confirmed for invalid impedances due to all wires broken inside one of the lead bodies. The broken wires caused high impedance on the affected lead; which in turn caused the ipg to auto-reduce. When aligned with a swift lock anchor, the breakage corresponded to the distal end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.